Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: improper initial implant size selection.

Event description:
The patient had bilateral si joint arthrodesis in (B)(6) 2020 where three implants were installed on each side. The patient complained of left side radicular pain the day after the initial procedure. The surgeon determined that the left side superior positioned implant had breached the neuroforamen. Two days after the initial procedure, the surgeon performed a revision procedure where he removed left side superior positioned implant. He then installed a new, shorter implant of the same type in a more caudal position. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.